Manufacturer narrative:
Manufacturer's investigation conclusion: the reported superficial driveline damage was confirmed via the submitted images; however, a specific cause for the damage could not be conclusively determined through this evaluation. Review of the submitted photos revealed tears in the driveline. The bionate layer at these tears was exposed and appeared discolored, but intact. Additionally, a majority of the driveline was covered in tape. The submitted log file contained events from 14oct2025 through 07nov2025. No notable alarms or events associated with the pump, or significant fluctuations in pump parameters were captured. The pump appeared to function as intended and operated at or above the low speed limit for the duration of the file. The patient remains ongoing on heartmate ii left ventricular assist device system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), and hmii lvas patient handbook, are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents address damage due to wear and fatigue of the driveline and outline indications of driveline damage, as well as the how to respond to such events. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook cautions the user not to twist, kink, or sharply bend the driveline, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline could cause the pump to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had extensive driveline damage to the outer layer of the driveline and had rescue tape covering the exposed driveline. It seemed as if the damage had worsened and was retaped. Log files were submitted for review and captured routine events.